Event description:
Consumer called to testing "back to back" and getting very different readings. Analysis run on clark error grid using mean avg. Reading (165) as reference point vs. Bd readings (300,30) yielded some data points in the c range of the grid, outside acceptable limits.